Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain when multiple cycle(s) advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv / over delivery.

Event description:
During evaluation of a returned homechoice machine, a possible increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2009 during drain cycle 4. The patient's ultrafiltration reading was 1322 ml, indicating the home patient (hp) drained 1322 ml more than their programmed fill volume of 2000 ml. This information gave a total drain volume of 3322 ml, which meets iipv criteria. According to the nurse the patient never reported draining an excessive amount and did not report any symptoms of overfill. According to the patient's sister he is no longer on the homechoice cycler as he received a kidney transplant. The sister stated that he did not report feeling full or overfilled. There was no patient injury or medical intervention.